Event description:
This spontaneous case was received on (B)(6) 2013 from a company representative and concerned a female patient with an unknown age. No medical history and concomitant medication were not reported. On an unknown date in (B)(6) 2012 (in the beginning of this year), the patient started treatment with sculptra (poly-l-lactic acid). The batch number and expiry date used were reported a1045 exp 08/14. On an unspecified date (a few days later), she developed nodules on cheeks, the injector, squeezed product out, and washed out with saline, patient did not recover. It was reported that the patient was flown to brighton to see doctor and was told that it was not due to product but rare water bourne infection, due to the patient being a swimmer and being in a pool after injected. The patient outcome is unknown. Patient was prescribed antibiotics, which she took for five months. When clinic wanted to renew prescription, the patient referred her solicitor and wanted all contact to be made via them, therefore all contact now needs to be made to legal firm.

Manufacturer narrative:
(B)(4) 2013: injection site nodule assessed as serious and possible related. Infection assessed as serious and not related.